Event description:
It was reported the 512sd and 1seal was used during a laparoscopic cholecystectomy. It was reported the inner gasket from the 512sd fell into the pt and was retrieved. The gasket on the 1seal was torn. There was no consequence to the pt.